Event description:
Customer's family member called to report the reservoir luer neck was broken while patient was wearing the pump inside their pocket. It was stated this was the second time it happened. Also the infusion set was totally diconnected from the reservoir.